Event description:
The customer contact reported a leak. The tubing set was to be used to delivery normal saline. After an unspecified length of time, a leak was noted between the connection of the tubing and the option-lok spin collar. An unspecified volume of solution leaked. It was reported that the pt's gown and bed were damp. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt events and no reported delay of therapy critical for the pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.